Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for spinal pain. The pump contained dilaudid at a concentration of 1 mg/ml with a dose of ¿about .64 mg/day¿. It was reported the patient ran out of medication and got an 8286 error code. The pump was beeping every few minutes. The patient stated he was supposed to get his refill the day of the call (B)(6) 2016), but got refilled on (B)(6) 2016. No patient symptoms reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2017-jan-23. It was stated that they were scheduled wrong was their understanding in regards to the incorrect scheduling.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer on (B)(6) 2016. It was stated that the circumstances that led to the empty pump error code were probably incorrect refill date. The patient stated that it was hard to tell the symptoms, but reported they thought stomach ache and cramps. The patient stated they didn¿t sleep that night, so they were exhausted as well.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(6) 2017. It was stated the patient¿s healthcare provider (hcp) said the reason for the pump running empty was incorrect scheduling. That was the patient¿s understanding.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.